Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation during the essure". The patient's medical history included headache, migraine, augmentation mammoplasty, eye laser surgery, weight loss and anxiety. Previously administered products included for an unreported indication: mirena on 13-jan-2012, micronor and oral contraceptive. Concurrent conditions included dyspareunia, hemorrhagic cyst, shortness of breath, edema, swelling nos and bloating. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 7 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), the first episode of abdominal pain ("abdominal pain") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectmony with bialteral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and fatigue had resolved and the abdominal pain lower, vulvovaginal pain, weight increased and the last episode of abdominal pain outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 09-oct-2012: total bilateral occlusion. Ultrasound pelvis - on 07-nov-2014: 1. Small amount of fluid in the endometrial canal. 2. Probable involuting complex follicle or hemorrhagic cyst right ovary. 3. Benign-appearing follicle left ovary.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, weight gain and abdominal pain . Event per mr: ablation during the essure. Medical condition, concurrent condition, historical drug and laboratory data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had undergone one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.